Event description:
Rn on unit taking care of patient attempted to declog gtube/jtube. After attempting to declog, the balloon busted. Nothing holding gtube/jtube in place. Reason for use: total brain injury.